Event description:
New information received noted the patient presented in clinic for a device check on 7/12/2019. Upon interrogation, the inappropriate mode switched due to far-r oversensing was observed again. The device was reprogrammed. The patient¿s condition before, during, and after event was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented remotely via merlin.net. Upon review, the patient's implantable cardiac defibrillator exhibited far-r oversensing and inappropriate mode switch. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.